Event description:
The customer indicated that acuity cpu would not power on. This resulted in a loss of centralized monitoring; however, beside monitoring was not affected. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. As indicated in the complaint, the customer reported that the acuity central station central processing unit (cpu) would not power on. Acuity product service confirmed that the central processing unit (cpu) had a defective power supply and would not power up. The faulty power supply was replaced and the unit worked as intended. The repaired cpu powered on with no errors and passed all functional tests. The power supply is a sub-assembly of a purchased, off-the shelf, sun platform central processing unit (cpu). Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of failure.